Event description:
It was reported that the customer was hospitalized with high blood glucose. It was stated that the customer noticed air bubbles in the reservoir and the cannula also was bent. When the customer was filling the reservoir from the vial, the vial is on the top rather than on the bottom. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.